Event description:
A patient reported blood glucose results of 101 mg/dl with a lifescan meter and felt jittery prior to testing. Patient went to the lab and the lab result was 121 mg/dl performed within 10 minutes of each other. The patient was treated with IV. Between the tests there was no intervention that would be expected to change the blood glucose. The test strips were in good condition and not expired. Meter passed using the control solution.